Event description:
Caller reported an alarm and an occlusion issue, causing blood glucose levels to read "high," but the exact value was unknown. Correction bolus was administered via the pump. A systems check was performed with tandem technical support and no issues were identified. The customer loaded a new cartridge and continued to use the pump for insulin therapy.

Manufacturer narrative:
Removed e2403 and added e1205 . Removed f26 and added f11.